Manufacturer narrative:
Concomitant product: 310c33 tissue valve, implanted: (B)(6) 2010; 620bg31 heart band, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, short interval counts, and nonphysiologic events. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.